Event description:
The consumer sat on the commode without the back and allegedly fell backwards against the wall. No serious injury is alleged.

Manufacturer narrative:
No RMA has been issued as of this MDR submission. The consumer was using the unit and allegedly fell backwards as there was no ''support bar'' behind the lid to keep the consumer from falling. The consumer's caretaker stated that the consumer is doing better. She did not seek any medical attention but did sustain some minor bruising. The caretaker stated that they had reviewed the unit prior to use and asked the dealer why a bar was not attached behind the lid. The dealer stated that one was not required on this model. Upon review of the drawings of the unit, there is a support bar that wraps around the lid. Remediation: the caretaker stated that lincare did come and provide a replacement. This replacement unit has a support bar. In addition, they picked up the old unit to bring back for an inspection. The consumer (B)(6) and meets the product weight capacity of 300 lb.

Manufacturer narrative:
(B)(4) - follow-up #001 - initial pr #(B)(4) issued uf/importer report #9616091-2011-00006. The product was returned for an evaluation. The back rail was not returned. Dealer supplied this unit to the consumer allegedly missing the back rail and told consumer they did not need it. This is an unapproved modification by the dealer. No RMA has been issued as of this MDR submission. The consumer was using the unit and allegedly fell backwards as there was no "support bar" behind the lid to keep the consumer from falling. The consumer's caretaker stated that the consumer is doing better. She did not seek any medical attention but did sustain some minor bruising. The caretaker stated that they had reviewed the unit prior to use and asked the dealer why a bar was not attached behind the lid. The dealer stated that one was not required on this model. Upon review of the drawings of the unit, there is a support bar that wraps around the lid. Remediation: the caretaker stated that (B)(4) did come and provide a replacement. This replacement unit has a support bar. In addition, they picked up the old unit to bring back for an inspection. The consumer weight (B)(6) and meets the product weight capacity of 300 lb.

Event description:
The consumer sat on the commode without the back and allegedly fell backwards against the wall. No serious injury is alleged.